Manufacturer narrative:
Device evaluation: the device was visually inspected. The device appeared used, as balloon returned unfolded and deflated. It was possible to insert the 0,035'' guide wire even if some resistance was detected passing in the distal part of the shaft. The device was pressurized, but no inflation was possible since the shaft was probably stretched. Measuring the outer diameter of the shaft along the device, the distal part of the shaft was found to be about 1.45-1.60 mm. The measurement confirms that the shaft has been stretched in the distal part. The guide wire friction detected in the same area was probably due to the damage on the shaft. No other abnormalities detected on the device.

Event description:
Physician put in two kissing stents in the iliac arteries. The physician and the scrub sister insufflated the balloons simultaneously. Everything was good, but then the admiral xtreme did not want to deflate. Physician eventually pulled out the balloon through the sheath physician tried outside the patient to deflate the balloon, without success. No injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.